Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot, previously. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not available. One provided image demonstrates the placed stent with poor contrast in the iliac section. The strut pattern is irregular and indicates stent elongation. A length measurement was not possible. Potential factors that could have led or contributed to the reported event have been evaluated. Therefore, previous investigations of similar complaints were reviewed. Stent elongation may occur as a result of incorrect holding or handling during deployment. Difficult patient anatomy, or challenging placement site may be contributing factors. Stent placement without pre dilation may be another contributing factor to irregular placement. In this case system compatible introducer and guidewire were used, but it was not known whether the lesion was pre dilated. Based on the information available the investigation is closed with confirmed result for stent elongation. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed; holding and handling of the system including unpacking and preparation were found described in the instructions for use. In particular, the instructions for use state: 'confirm that the introducer sheath is secure and will not move during deployment. (¿) pull back the stent system until the distal and proximal stent radiopaque markers are in position so that they are distal and proximal to the target site. The second hand should be used to support the stent delivery system. Gently hold the stability sheath and maintain it straight and under tension throughout the procedure. Do not hold or touch the dark moving sheath during stent release'. In regards to pta the instructions for use state: 'predilation of chronic lesions with a balloon dilatation catheter is recommended.' H10: b5, d4 (expiry date: 09/2021), the device was not returned.

Event description:
It was reported that post stent placement through the femoral vein, it was reported that the stent allegedly elongated more than what was labeled on the package. The procedure was completed using the same device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation; however, images are provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2021.)

Event description:
It was reported that post stent placement through the femoral vein, the stent allegedly elongated and was mislabeled. The procedure was completed using the same device. There was no reported patient injury.